Event description:
It was reported that the patient presented in the emergency room due to cardiac arrest. It was noted that the right ventricular lead was dislodged. During procedure, the physician determined the cause of dislodgement was due to twiddler¿s syndrome. The initial revision procedure was postponed due to x-ray equipment malfunctioning. The procedure resumed later that day and the lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.